Manufacturer narrative:
(B)(4).

Event description:
A report was received that patient was experiencing new pain in her chest. The patient undrwent a lead revision procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician believed that the pain in the chest was device related. It was noted that the pain in the chest was resolved with the lead revision.

Event description:
A report was received that patient was experiencing new pain in her chest. The patient underwent a lead revision procedure. The patient was doing well postoperatively.